Event description:
It was reported that a patient underwent an elective breast augmentation procedure on an unknown date and suture was used. Initially, the patient healed, but developed a rash at 3-6 weeks in the area of the suture line at the base of the breast. Initially, the rash was red in a small spreading distribution around the incision. The rash was itchy, bumpy, raised, and palpable. The rash spread to the chest, abdomen, and legs. The patient was treated with a steroid dosepack and the event resolved.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.